Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information from a patient representative alleging that the patient was hospitalized with a critically elevated carbon dioxide level, a medically dangerous condition. The timing and circumstances of this hospitalization raise serious concerns regarding continued exposure to a recalled medical device and the absence of recall notification. No other medical information or interventions were reported. The device has not yet been returned to the manufacturer for evaluation. If any additional information is received, a follow- up report will be filed.